Manufacturer narrative:
Added applicable h6 codes.

Manufacturer narrative:
The customer's device was requested for an investigation, but the customer has lost the device. If the device is found and returned in the future, a follow up report will be submitted. Occupation - the occupation is lay user/patient. Manufacturing site country = asku.

Event description:
The initial reporter stated there was an issue with a coaguchek xs lancing device. The customer could not provide an exact date of the event, but the customer stated it was "approximately 1 month ago." The customer stated the lancet protruded past the end cap after firing the device, and the lancet would not retract. The customer "accidentally stuck himself" in the finger with the protruding lancet. He confirmed no medical attention was required.